Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 120 mg/dl and the sensor glucose was 80 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer also reported blood glucose of 370 mg/dl on three separate occasions where he was drunk. The sensor will be returned for analysis.